Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported "unspecified system error" was not reproduced. A review of the event history log found multiple 'system error 345' messages as evidence for customer reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The system error 345 was verified. The cause was determined to be the out of specification upper thermistor reading. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, a system error 345 (thermistor disparity) message was revealed in the event history log review. No additional information is available.